Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional tests were performed and passed. An internal visual inspection was not performed, due to stripped screw. The receiver log was not downloaded for review, due to no data within the investigation window. The allegation was undetermined. A probable cause could not be determined, as the allegation was not found. No injury or medical intervention was reported.